Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 499 mg/dl, 83 mg/dl and 242 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
The customer returned strip lot number 1067905 and meter serial number (B)(4) . The complainant test strips were investigated. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the readings reported were not found in the internal memory log of the returned meter. Note: the meter returned is not the meter the customer reported (B)(4) .

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.